Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was a needle retraction failure of a bd integra¿ syringe with detachable needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: sample evaluation: a single used 3ml integra syringe from an unknown batch # was received by bd (B)(4) and evaluated. The sample was received with a handwritten note referencing multiple attempts by the user to retract the needle to no avail. The syringe had a shielded integra needle attached. The stopper was in a bottom out position with the plunger thumb rest above the shroud indicating the position prior to retraction. The needle retraction was attempted by quality engineer. The thumb rest was pushed and the needle retracted as expected. It was subjectively noted to have slightly more resistance than usual. The hub was taken off the syringe and the cutter evaluated ¿ all 4 crown tips cut through the stopper and appeared to be sharp without any observable defects. It is likely the user did not apply sufficient pressure on the plunger to activate the mechanism. However, we appreciate the opportunity to evaluate the product for potential failure. DHR review could not be performed due to unknown batch #. Based on the sample evaluation: unconfirmed: bd (B)(4) was not able to duplicate or confirm the customer's indicated failure. Investigation conclusion: root cause and CAPA not required as no defects were confirmed.